Event description:
The customer reports that during a laparoscopic procedure, the end of the myoma screw fractured off and a small incision was made to remove it from the pt. The customer medwatch (no number provided) reports a laparoscopic supra cervical hysterectomy was being performed. The screw was lodged in the subcutaneous tissue. Pt injury claimed due to need for small incision to remove it.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.